Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed an electric spark coming from the motor drive of the architect i2000sr processing module. The customer was troubleshooting a process path jam and he disconnected the process path motor. When he reconnected the process path motor, an electric arc was observed. The customer said next time he will use procedure 5715 which involves turning off the power first to fix the process path jam. No injuries were reported, and the instrument didn't incur any damage. No impact to patient management was reported. No injuries were reported.

Event description:
The customer observed an electric spark coming from the motor drive of the architect i2000sr processing module. The customer was troubleshooting a process path jam and he disconnected the process path motor. When he reconnected the process path motor, an electric arc was observed. The customer said next time he will use procedure 5715 which involves turning off the power first to fix the process path jam. No injuries were reported, and the instrument didn¿t incur any damage. No impact to patient management was reported.

Manufacturer narrative:
The customer observed an electrical spark coming from the motor, drive p path (rohs) on the architect i2000sr (B)(6) while troubleshooting a process path jam, when the motor was reconnected after being disconnected during troubleshooting while the instrument power remained on. The electrical spark did not damage the part therefore a part replacement was not required. Return testing was not completed as returns were not available. An instrument service history review revealed no contributing factors to the event and no additional issues of electrical spark were reported on the (B)(6). A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the motor, drive p path (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The electrical spark observed was limited to the motor, drive p path (rohs); the electrical spark did not spread to other parts of the module. Labeling was reviewed and found to be adequate. Based on the investigation the motor, drive p path (rohs) performed as intended as the spark occurred when the motor was reconnected after being disconnected during troubleshooting while the instrument power remained on. No systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the motor, drive p path (rohs) was identified.